Manufacturer narrative:
B1: adverse event b5 - the reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens; -15.50/+1.0/156 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2010. The patient experienced refractive change overtime. The lens was exchanged on 04/01/2022 for a different model/ longer length lens of a different diopter. This resolved the problem. H10: serious injury claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -15.50/+1.0/156, (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2010. The patient experienced refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B2 is not applicable in initial MDR claim # (B)(4).